Event description:
The customer reported the ventilator failed on power up during initial use of the ventilator. The device was not in use on a patient therefore there was no patient involvement or harm. The ventilator was returned to the manufacturer. Factory evaluation and testing revealed the ventilator would not power up. The reported problem was traced to an internal open on a integrated circuit component of the oxygen flow sensor. The noted failure may result in a shutdown of the device during use in normal ventilation operation.

Manufacturer narrative:
Flow sensor.